Event description:
It was reported the device caused the patient migraines every two days. It was noted the patient had the device taken out one year prior to report. It was noted the implantable neurostimulator (ins) helped at first and then the patient started getting migraines from it. It was stated the migraines slowed down as soon as the device was removed. It was noted the patient had short term memory problems and their mind tended to ¿block out a lot of pain and stuff.¿ it was stated the patient had an extremely high pain tolerance.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient did not have concerns with her therapy. The patient noted that her device was removed "(B)(6) 2011 or 2012, can't remember right now."